Manufacturer narrative:
Manufacturing site : asahi intecc hanoi co., ltd. (B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that no problem was posed for the patient's condition. Investigation of the device revealed that the coil wire had been elongated for about 30cm from the proximal solder located at 19.5 cm from the distal end, and found separated. The core wire was found separated at approximately 18.2 cm from the distal end. Magnified observation of the fracture surface of the core wire showed a spiral pattern on the side of the core wire and flat fracture surface, which are typically observed after separation caused by accumulation of rotational force. Magnified observation of the fracture surface of the coil wire showed a spiral pattern on the side of the coil wire due to torsional force, and gradual decrease in diameter attributed to tensile force. Based on the above findings, it was concluded that the core wire fractured approximately 1.3cm proximal to the tip, and the coil wire fractured approximately 14cm proximal to the tip. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received. Based on the obtained information, it is assumed that initially the guide wire tip became trapped by the calcified lesion. As the torsional stress from the rotational manipulation was locally accumulated, the core wire fractured, and the tensile stress from the withdrawal manipulation caused the coil wire to stretch and fracture. There was no indication of product deficiency. Ablation of the guide wire fragment is considered foreign body in the patient anatomy. IFU states: [warnings] never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, [malfunctions and adverse effects] separation or breakage of the guide wire.

Event description:
During a pci procedure to treat a heavily-calcified 90-99% stenotic lesion at lad #6 to #8, with rotablation in mind, an asahi guide wire was advanced in an attempt to cross the lesion. The distal tip became trapped by the lesion and fractured. A different guide wire was used and crossed the lesion. Eventually, rotablation was conducted, and revascularization was successful. After the rotablation, the fractured tip disappeared.